Event description:
During an in clinic follow up, it was noted the device has reached elective replacement indicator (eri) sooner than expected from the previous follow up. Premature battery depletion was suspected. A device exchange is anticipated but has not yet been performed.

Event description:
Additional information was received indicating the device was explanted and replaced to resolve the event. The patient was stable.